Event description:
It was reported that the patient experienced stress incontinence and continued incontinence up to 6 times per day with frequency greater than 8 times per day. The etiology of these issues was noted as ¿new illness, injury¿. It was noted that treatment with sanctura failed. Cystoscope examination was performed on (B)(6) 2011. Intervention of urethral bulking, via cystoscopy, was performed on (B)(6) 2011 and (B)(6) 2011. The outcome of the event was reported as ongoing. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v571447, implanted: (B)(6) 2010, product type lead. (B)(4).